Event description:
It was reported that that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and the explanted device was disposed of by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and the explanted device was disposed of by the facility. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg explant procedure and the explanted device was disposed of by the facility. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.